Event description:
It was reported that the caller experienced a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer¿s blood glucose level. The customer received information from technical support and successfully performed a pump reset, after which they were able to start their sensor session without encountering the error again.